Event description:
As reported by a healthcare professional, a patient was admitted in the ophthalmology department in hospital with lesions on eye. The doctor indicated that the lesions were caused by the contact lenses. The patient received lenses a month ago and visited the store 15 days ago. Additional information received on 06/10/2015 indicated that the left eye was the affected eye and the patient was admitted to the hospital for 4 days (day 7 to day 11). The additional information also indicated that the patient experienced a loss of visual acuity in the left eye (os). The event has not resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The complaint sample was not returned for evaluation. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).